Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced a worsening of depression. No further complications were reported/anticipated. Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the actions/interventions taken to resolve the issue included administering colzapine on (B)(6) 2016. The patient was also admitted to an in-patient psych service directly from the neuro clinic on (B)(6) 2016 where consistent talk therapy was performed, which led to positive behavior changes. The event was considered resolved on (B)(6) 2016.